Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that during testing, a pump was programmed to deliver 105cc of fluid over 30 minutes. When the infusion was complete, 16cc of fluid remained in the IV container. No patient involvement was reported.